Event description:
Caller reported the customer received the following results on 2 aviva systems within 10 minutes: "300-400" mg/dl and "90-100" mg/dl (aviva system 1) and "97, 100, or 93" mg/dl (aviva system 2). No actions were taken based on the device results. Two different strip lots were used for these tests, and it is unknown which lot produced which result. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the strip lot number 494134. Reference medwatch report with patient identifier (B)(6) for the strip lot number 494096.